Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information stating customer received a reset alarm. Reportedly, there was no impact to customer's blood glucose level.